Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had approximately 30 units of insulin remaining at the time of the alarm. Reportedly, a cartridge change was performed resolving the alarm. Customer's blood glucose level was 130 mg/d.